Event description:
It was reported that the atrial lead exhibited far-field r-wave (ffrw) oversensing. The atrial sensitivity was changed from 0.3mv to 0.45mv and that stopped the ffrw oversensing post intrinsic events. The patient still had it post pvc (premature ventricular contractions) which are frequent. Today they tested atrium at most sensitive and now they only see ffrw post pvc. It was discussed to change post-ventricular atrial blanking (pvab) and/or sensitivity. The lead remains in use. No patient complications have been reported as a result of this event.